Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near the proximal end. The smart coil was not visibly fractured at any point along its length. During functional analysis, resistance was experienced while advancing the smart coil through its introducer sheath. Furthermore, the smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the smart coil revealed the embolization coil had offset coil winds. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, resistance may be experienced, and damage such as this may occur. This damage likely contributed to the resistance when advancing the smart coil during functional analysis and during use. The reported fracture of the smart coil could not be confirmed. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached an initial smart coil into the target vessel using a non-penumbra microcatheter. The physician then inserted the introducer sheath containing a new smart coil into the hub of the microcatheter and then attempted to advance the coil out of the introducer sheath and into the microcatheter. However, the smart coil advanced approximately fifteen millimeters into the microcatheter and would not advance further. The physician then made several attempts to advance the smart coil through the microcatheter but the coil kept getting stuck at the same position. Therefore, the smart coil was removed. It was reported that the smart coil was fractured about fifteen centimeters from the tip of the coil. The procedure was completed using an additional coil and the same microcatheter without further issues. There was no report of an adverse effect to the patient.